Event description:
The customer reported the tread between the outer cannula and the inner cannula is broken. No patient injury, but a recannulation was required. There was no other information regarding the patient.